Manufacturer narrative:
The reported issue that four lvp display boards needed to be replaced due to faulty display was confirmed on the returned display board assemblies. Inspection: the customer returned 4 lvp display board assemblies each in antistatic bags. Affixed on each bag was a post-it note with a specific serial number written on them suspected to be from the lvp from which the display board assembly was removed from. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed testing: the returned display boards were tested using a test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 4 lvp display board assemblies had dim segments. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that four lvp display boards needed to be replaced due to faulty display. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that four lvp display boards needed to be replaced due to faulty display. There was no patient involvement.